Event description:
It was reported that the "tip of screwdriver broke off while anatomy in patient (although did no perform as per guide)"

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: device history review; device inspection; complaint history review; risk assessment. Results: the anchor c flexible screwdriver (cat #48328550) was confirmed to have a fractured tip upon visual inspection, that broke off during surgery . There was a surgical delay of two minutes reported. No anomalies were found in the manufacturing records that may have contributed to the reported event. The likely cause of this break was a user error, specifically bending the flexible screwdriver past the limitations now listed in the surgical technique. Per the event description, it was reported that the use of the device was not performed per guide. Therefore, as a result of this investigation and the reported information, it was concluded that the fracture of the flexible screwdriver was likely due to user error or deviation from the surgical technique. Conclusion: as a result of this investigation and the reported information, it was concluded that the fracture of the flexible screwdriver was likely due to user error or deviation from the surgical technique. However, the exact cause of the breakage cannot be determined and is likely multifactorial.

Event description:
It was reported that the "tip of screwdriver broke off while anatomy in patient (although did no perform as per guide)"